Manufacturer narrative:
Block b3: exact date unknown, event occurred two years week ago from the date the manufacturer was made aware. D6b: explant date: two years ago from the aware date. Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50, serial number: (B)(6) batch/lot number: 7112766 / 7112669, model/catalog description: linear st lead kit 50 cm, unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient experienced an inadequate stimulation and the device caused more pain. All components were explanted. No further information has been obtained despite good faith efforts.